Event description:
The customer called to report that he experienced a bent cannula and high blood glucose levels. The customer was concerned because the insulin pump did not give a no delivery alarm. The customer asked if there was any training that he could take to get more familiar with the insulin pump. Directed the customer to the website for the online tutorials. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.